Event description:
It was reported that the pump shut off unexpectedly multiple times. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting assistance.